Event description:
It was reported that during the arthroscopy procedure the handpiece would not work when connected to dii. Delay less than a minute and a back up was available to complete the procedure. No patient injury was reported. Results of investigation have concluded that this unit had a blade stall error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.